Event description:
The account alleged the head of the bed is drifting down.

Manufacturer narrative:
The tech found the head up function was not working due to a damaged plunger from wear and tear. He replaced the valve solenoid to repair the bed.